Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the introducer sheath was inspected prior to use with no issue noted. During subclavian vein puncture the introducer sheath fractured. The introducer sheath was replaced with a new sheath to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.